Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: taiwan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed.. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery that the unit would not spray normal saline while the trigger is being pressed. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.after evaluation of the returned device, it was determined that the batteries had leaked electrolyte inside of the pack.